Event description:
Related manufacturer reference number: 3006705815-2021-06377. Additional information received indicates the patient had their leads explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05472. It was reported the patient's leads had migrated. The issue was confirmed by x-ray. Surgical intervention may take place at a later date to address the issue.